Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported they met with a manufacturer representative (rep) on the 13th. Something had happened with one of the leads, but they were not sure what. The patient has not had any falls at all recently. The rep put everything on the good existing lead to help the patient get going again. The patient was waiting on a referral see a healthcare provider (hcp) and get an x-ray. The patient stated that right now everything is resolved as it is all just on the working lead. The patient stated that they are able to cover both legs with the single lead. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins started turning off and on by itself in every position they were in. This caused their leg and upper torso to jerk. They tried turning stimulation down but that didn't help. The patient's ins was now off and that helped the jerking but now their pain was back. No further complications reported.